Event description:
User experienced leak possibly originating from above the refrigeration unit of the analyzer and dripping onto the floor. Operator was not harmed and no patient samples were involved. The field service representative was not able to determine the cause of the leak. He noted he removed the top, front and rear panels of the instrument and observed operation with no liquid nor evidence of liquid found. He also noted he checked the draining of the probe rinse baths. Performance tests were performed.